Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd894287 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Dianeal therapy was ongoing. The cause of the event was unknown. The patient was not hospitalized for the event, but went to the emergency room. The patient was treated with vancomycin ip (dose and frequency not reported) for the peritonitis. On a later date, the patient had a recurrence of peritonitis and was retreated for the event. At the time of this report, the patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.